Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon was inadvertently storing points in space which resulted in the inaccuracy. The surgeon has been trained on proper registration technique and acknowledged that the user needs to be aware of keeping the probe out of the field when not actively collecting points. Software instructions for use provided with the system contain instruction and guidance regarding proper patient registration. No further relevant issues reported.

Manufacturer narrative:
Return requested. Replacement field generator shipped to site 12/16/2015. Medtronic investigation of returned suspect device finds that the returned field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Accuracy looked good by checking prominent landmarks on the phantom head model. It passed the accuracy test with an error of 1.422mm. Flexing the cable does not indicate any intermittent opens. Device found to be fully functional. No fault found. - (B)(6) 2016 a medtronic representative, following-up at the site, reported the surgeon registered the patient successfully and experienced the alleged inaccuracy during navigation. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of 2 inchs off with successful tracer registration. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.